Manufacturer narrative:
Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The returned instrument was manufactured in february 2008; prior the design improvement. Health hazard evaluations (B)(4) in march 2009 and (B)(4) in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. Additional corrective action is not indicated at this time. Continue to monitor through post market surveillance (B)(4). Update (B)(4) 2013 - patient's medical records were received. Records indicate the inserter tip was found around the superior part of the stem. Radiographic evaluations indicate there is bone growth in the area of the tip, and may be overgrowing the piece. The tip did not appear to have migrated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Hospital informed sales rep on (B)(4) 2013 that patient had broken tip of inserter in hip from (B)(6) 2013 surgery. Post-op xrays did not immediately show the piece in the patient. Surgeon became aware upon followup with patient. It is unknown at this time whether or not the piece will be removed.